Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was found with ¿a very sharp plastic protrusion at one side of the vacutainer base, where we anchor the fingers when pushing the tube.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This device was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Investigation conclusion: based on investigation conclusion the syringe most likely became detached as it was not clipped into the device or the product received an external impact after syringe insertion which caused the syringe to unclip from the device.